Event description:
The company received information that suggested that during intubation the cuff would not inflate. The customer reported that the tube cuff was pre-tested prior to intubation. The doctor reported that he used a magill forceps during the intubation and that he may have created the leak with the forceps. The patient was re-intubated and there was no report of patient harm or injury. The customer reported that the sample will be returned for further evaluation.